Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : 4195-88 lead, implanted (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient presented to the emergency room (ER) due to an alert for high impedance on the right ventricular lead superior vena cava (svc) coil. The svc coil was programmed off and defibrillation threshold testing (dft) was performed the following morning. The lead remains in use. No patient complications have been reported as a result of this event.